Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or in the bladder that could have caused the reported condition. A functional test was performed by filling the bladder with dextrose solution. After fill, flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Similar reports have been received for the reported problem.

Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. The device was being filled with a solution of 5-fluorouracil and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.